Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 49 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the start of the second priming sequence, the needle mechanism never deployed. During the investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the cannula failing to deploy.

Event description:
It was reported by the patient that the pod' s cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward as the patient only heard 4 out of the 5 clicks.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.